Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740. Serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient has not been able to get adequate therapy in his left leg and foot for some time. Loss of stimulation and therapeutic effect was reported. Less than 50% therapy relief at lead location. The patient stopped using and charging his stimulation. It was only discharged and the patient charged for 30 minutes before reading the implantable neurostimulator (ins). The patient felt very little stimulation so an impedance check was ran. It was discovered that multiple electrodes (0,1 ,3,6,7 <(>&<)> 8,11,13) were about the 20,000 range, the device was programmed around them. There was a possible lead fracture. The patient was in a holding pattern as his MRI revealed an issue in his ankle and he has been referred to a doctor. The patient was going to keep recharging, even if he continues to leave it off. The patient¿s doctor has no plans to revise the stimulator. The next day it was reported that the patient never had therapeutic effect; the stimulation has never worked for his foot pain. It did help with some of the pain in the back and butt so the patient decided to keep it. The patient¿s pain starts in the back, butt and goes down the legs. Stimulation would not reach down between the knee and ankle. The patient met with a company representative and they tried different testing try to find out what could be causing it from hitting his foot. They would try to make the stimulation higher but it would just go to the other leg and there was something that was stopping it. The patient has had many mris trying to find what is causing this problem. They are looking into the problem with his foot to see what is causing the foot pain. At the patient¿s appointment yesterday with the company representative, he found out that three leads are broken. The patient has not had any falls/trauma and has taken good care of himself, so the reporter wanted to know how this could have happened. The reporter was wondering if they tested the leads before implant or if they could have broken when implanting them. The reporter also asked if it was possible to remove/replace the leads and inquired about the extent of surgery for a lead revision. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.